Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market "surveilance" activities.

Event description:
We became aware on 1/03/2019 that a sign im nail implanted to repair a fracture was replaced due to non-union. The im nail was replaced with a 11mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "clearly in this case the retrograde approach was wrong and the fracture was not stabilized with the fin nail enough to prevent a nonunion. In retrospect I should've done an anterograde standard nail to begin with. Difficult to find nail to remove as cartilage had grown back over the insertion hole in the knee."